Manufacturer narrative:
Per tandem user guide: avoid submerging your pump in fluid beyond a depth of 3 feet (0.91 meters) or for more than 30 minutes (ipx7 rating). If your pump has been exposed to fluid beyond these limits, check for any signs of fluid entry. If there are signs of fluid entry, discontinue use of the pump and contact customer technical support. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to the sun and water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 216-217 mg/dl.